Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg was inoperable and the patient was without stimulation for over a year. As such, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced. Reportedly, the issue resolved following the procedure.